Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during decontamination in the sterile processing department, it was observed that the clip and washer on the long attachment device fell out. It was not reported whether there were any delays in a surgical procedure of if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the snap ring (c-clip) and washer were missing and preventing pre-test from being completed. It was also noted that the bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings and normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.